Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the blade peeled off. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx1.5cmx140cm small peripheral cutting balloon¿ was selected for use. During procedure, the 4mm cutting balloon was advanced after the wire passed through. The cutting balloon was then removed from the sheath. However, upon removal it was noted that the blade of the cutting balloon peeled off and seemed that one blade was bent at a right angle. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the spcb flextome device was received for analysis. Visual and microscopic examination of the device noted that a section of one of the blades approximately 1mm in length had lifted from the balloon material. There was damage noted in the middle of the blade. The pad was intact and undamaged. All other blades were present and fully bonded to the balloon material. No issues were noted with the blade or pad that could have contributed to the complaint incident. The balloon was unfolded and solidified saline solution was noted within the balloon material which indicates it had been subjected to positive pressure. Examination of the balloon material identified no damage or any issues that could have contributed to the complaint incident. No damage was observed to the tip or markerbands of the device which could potentially have contributed to this complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacturer specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the blade peeled off. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx1.5cmx140cm small peripheral cutting balloon¿ was selected for use. During procedure, the 4mm cutting balloon was advanced after the wire passed through. The cutting balloon was then removed from the sheath. However, upon removal it was noted that the blade of the cutting balloon peeled off and seemed that one blade was bent at a right angle. The procedure was completed with a different device. No patient complications reported.